Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 899 mg/dl and diabetes ketoacidosis. It was noted that the insulin pump was not giving insulin. Customer was treated with manual injections at the hospital. It was noted that when the customer was placed back on the insulin pump her blood glucose readings begun to rise and was taken off the insulin pump to treat with manual injections. Customer will be calling back to do complete troubleshooting. No further information reported.